Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection with sepsis. It was reported that the patient has coronary artery bypass graft and the mitral valve was replaced. In addition, the patient has endocarditis and the patient was given antibiotics. Additional information received from the field representative that the patient had an artificial valve at the time the system was implanted. There were no additional adverse patient effects reported. The rv lead was explanted.